Manufacturer narrative:
G4: 16oct2019; b4: 18oct2019. The ul_lr and ur_ll resistance and resistance ratio were out of spec. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019. The philips field service engineer (fse) confirmed touchscreen was not performing properly. The fse performed troubleshooting. The fse then replaced the touchscreen and performed calibration, functional tests and operational check on the unit, which all tests passed. The unit is now ready to use. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
The customer reported touchscreen failure while performing calibration. There was no patient involvement.